Event description:
Per the audiologist, the patient's device was explanted 2007, due to the electrode array's location outside of the cochlea. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.